Event description:
The customer reported that the battery for a t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. The customer used the tandem charging cable and wall adapter and attempted to charge the pump by leaving it connected to a working outlet for at least 30 minutes, which resulted in an unstable charging connection; the cable needed to be held in place or the pump positioned strategically to recognize the charge. Technical support planned to send a replacement tandem cable and wall adapter via two-day shipping and follow up on the situation. The customer was advised to use a medtronic backup pump if the battery depleted before the replacement items arrived.